Event description:
During a follow-up, there was a decrease in the magnetic frequency of the device and an increase in pacing impedance. The device was explanted and replaced and the patient was stable.

Manufacturer narrative:
Additional information: the device was implanted beyond its projected longevity period and had reached eri level. At this battery voltage, the capacity of the battery is significantly reduced, making it very sensitive to minor changes in usage or temperature variations, thus consistent with the change in magnet rate and cell impedance. Electrical and mechanical tests were performed indicated normal eri characteristics. The device was implanted for 5.64 years, which exceeds the projected longevity and is considered normal battery depletion.